Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a methotrexate infusion programmed to run at 85ml/hr. For the first hour and 33.3 ml for each subsequent 23 hours had an unspecified amount of medication remaining in the bag at the conclusion of the 24 hours. The nurse called the pharmacy who instructed her to continue the infusion until the medication had completed. There was not patient harm. The device was tested in the biomed department at the facility and found to be out of specification for rate accuracy >9%. Upon inspection the device was noted to have a cracked door hinge, damaged iuis, a cracked ail sensor and a missing screw near the ail sensor. After replacing some of these parts, the pump would not run and displayed a 210.5020 error message.

Manufacturer narrative:
Correction on initial report: the suspect device requires a new manufacturer report number. Please reference manufacturer report number 2016493-2016-00558 for MDR reporting.